Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart xl+ defibrillator showed an ECG equipment malfunction. There was no reported patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This report has been changed from a non adverse event to a death. The date of death is (B)(6) 2016 and the become aware date of this new information is (B)(6) 2016.

Event description:
It was initially reported to philips that the heartstart xl+ defibrillator showed an ECG equipment malfunction. Additional information was received which indicated the device was attached to patient to obtain a print out. The print out was not a straight line despite changing lead stickers. The customer used another defibrillator and attached ECG leads to the same lead stickers left on the patient's chest and had no problem printing asystole. The patient passed away.

Manufacturer narrative:
A philips field service engineer evaluated the device and was unable to duplicate the failure. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Event description:
It was initially reported to philips that the heartstart xl+ defibrillator showed an ECG equipment malfunction. Additional information was later received which indicated that the device was connected to a patient to obtain a print out after the patient had passed away. It was reported that the print out was not a straight line despite changing lead stickers. The customer used another defibrillator and attached ECG leads to the same lead stickers left on the patient's chest and had no problem printing asystole. The patient had passed away. The hospital's staff was using the reported device to confirm the patient death by measuring the patient's ECG.